Manufacturer narrative:
Patient was reported to be asymptomatic when initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2021 with strip lot 6000115 and instrument serial number (B)(4) . Confirmatory testing was performed via polymerase chain reaction (pcr). The confirmatory test result was negative. The customer then reported that the patient sample may have been compromised during collection. The customer reported the following process for testing on the lumiradx platform: "one sample collected and prepared at a time then tested on available lumira device." The customer reported their cleaning practices to be "instrument disinfected between each patient test. External surfaces of the lumiradx instrument wiped with a soft, slightly damp cloth when it appears visibly dirty. Instrument disinfected between each patient test using sani-cloth universal disinfection wipes as per ipc recommendation. Avoid usb ports and power inlet. Do not spray or pour solution directly onto the instrument. Allow the surface to remain wet for 5 minutes and let air dry. Do not put any objects or cleaning materials into the test strip slot. Area around the instrument cleaned with 70% isopropanol or 5-10% bleach solution after every sample.", and further reported that gloves are changed after each sample. Lot 6000115 met all defined qc criteria at the time it was released and testing using negative nasal swabs from in-house donors meets expected performance for use in the field. Patient symptoms were marked by the customer as "unknown" - however, the customer also reported that the patient was having a seizure when the test was reported. Therefore, review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of moderate, as follows: delayed diagnosis leading to delayed treatment of the true cause of the patient's symptoms. Unnecessary isolation. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. The customer reported that the patient required admission to the ICU due to "other underlying medical conditions". Trending data for discordant results was reviewed for this lot and the occurrence rate per quantity of strips in the field was calculated as (B)(4) . Lumiradx sars-cov-2 ag test product insert claims a specificity of 96.6% with a reference rt-pcr assay and it is accepted that up to 3.4% of test strips may generate a discordant false positive result. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: it was determined to be unlikely that the sampling processes were consistent with the product insert given the circumstances of the sample collection and the reported condition ofthe patient at the time of sampling. No further investigation is considered necessary at this time. This strip lot continues to demonstrate field performance within specification of product claims relative to the quantity of strips from this lot in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.